Event description:
On (B)(6) 2012, a female pt (B)(6) was placed on iabp support with a sensation plus 50cc intra-aortic balloon catheter (iab), prior to scheduling a bypass procedure. The pt had triple vessel disease. During the evening, the nurses rolled her over in bed onto her right side, as part of her bath, and she immediately complained of feeling "weird and nauseous". She eventually had numbness in her leg. She was taken to the cath lab where they discovered that the iab was "accordioned" (folded down) into her abdominal aorta at least 7cm lower that it had been at placement. The pt experienced a thrombus in her tibial artery, and was treated 2 times in interventional radiology. Her surgery was rescheduled. According to the cath lab manager and interventional cardiologist, the exterior of the iab appeared to be undisturbed, and it was secured by 2 statlock devices. The iab was pulled and was not replaced as a result of concern over the pt's vascular complications. The cardiologist stated that he was concerned that she went without iabp support and that her surgery was delayed due to the need to treat her tibial clot.

Manufacturer narrative:
The customer provided a film of the event for review. A company clinical representative reviewed the film in the cath lab. It was determined that the iab had initially been placed at the 4th intercostal space, slightly lower than the location recommended in the IFU. An x-ra taken following the event was also reviewed. This x-ray showed the iab had migrated approximately two spaces lower than it had initially been placed, at the 6th intercostal space. The IFU states the following with regards to placement of the iab; "advance the iab catheter to the proper position in the descending thoracic aorta, with the iab catheter tip just distal (approximately 2 cm) to the left subclavian artery." "If the iab catheter is positioned too low in the aorta, this may lead to one or more of the following conditions: suboptimal diastolic augmentation, renal/mesenteric artery occlusion, balloon leak, balloon migration." "If malpositioned, remove any securement device or suture that may have been applied over the universal sheath seal or stat-gard sleeve and reposition the iab catheter." The company clinical representative reviewed proper iab placement and clinical representative reviewed proper iab placement and clinical implications with the customer. The customer has advised that they will not be returning the product for evaluation. As a result, we are not able to complete a technical evaluation of the device. In addition, without the serial number, a device history record review cannot be performed.